Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via solutions tracker that the customer had low blood glucose of 40 mg/dl. Customer was disconnected from the device for 2 hours for diving practice. Customer treated low blood glucose with glucose tablets. Infusion set cannula was bent when it was removed from the packaging. Customer declined troubleshooting. Customer will not be returning the device for analysis.